Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1 ml juvederm® volbella¿ with lidocaine in the lips. 7 months later, patient developed lip edema. Physician evaluated the patient who also experienced erythema and ¿irregularity in the lips." No nodules. Prednisone 40mg daily for 7 days was prescribed the day symptoms appeared. A week later, ciprofloxacin 500mg (2 per day) during 14 days provided. Patient presented important but not total improvement. Symptoms returned. About 3 weeks after symptom onset, patient return for evaluation and the inflammatory process was improved. Per physician, the event was due to a dental procedure.